Manufacturer narrative:
This report is submitted on 4 january, 2021.

Event description:
It was reported that the battery charger was found to have allegedly melted.. Replacement equipment was sent, and no reports of patient injury are associated with this event.